Manufacturer narrative:
Analysis of the lead (lot no. Va0h0u6014) found no significant anomaly. The stim lead body was cut through and the product was s egmented. Analysis of the lead (lot no. Va0h0u6018) and multi lead trialing cable (serial no. Unknown) found no anomaly. The returned 3555-31 mltc was connected to an ens and two known good 1x8 leads. The electrodes of the leads were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedances on every electrode pair. Conclusion codes have been updated to include the following: no longer applies to event.

Manufacturer narrative:
Concomitant products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID 355531, serial# unknown, product type screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, upon lead pull of a trial patient, the staff observed the lead externalized and the distal portion was sheared. The distal portion was not found in the patient after fluoroscopy nor in the dressing. It was noted that the product was implanted on (B)(6) 2014 and partially explanted on (B)(6) 2014. The portion of the distal part of the vectris trial lead was sheared off. It was noted there was a break/fracture of the lead. The location was noted to be a¿portion of the lead distal to shielding.¿ no actions were reportedly required as a result of the event. No diagnostic testing or troubleshooting was reportedly performed or required. The product issue was not resolved and the cause of the issue was not determined. No symptoms or complications were associated with the event. The patient¿s status was noted to be alive with no injury at the time of the current report. Additional information received reported the trial was completed normally and the patient was doing fine. The patient would reportedly be going to implant.